Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient while in transport to another facility, the cardiosave intra-aortic balloon pump (iabp) stopped working and the battery died. It was noted that the iabp console generated an alarm on the back battery. There was no reported injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The customer showed two videos of the pump alarming, one was alarming for dead batteries and the second video was alarming as if the monitor was disconnected from the pump. The stm arrived the batteries were fully charged, but did notice the coil cable came off easily from the pump. The stm returned to facility with coil cable and verified batteries were fully charged. The stm disassembled the pump replaced backplane to coil cable and the coil cable as well. The stm reassembled and performed all functional checkout procedures. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient while in transport to another facility, the cardiosave intra-aortic balloon pump (iabp) stopped working and the battery died. It was noted that the iabp console generated an alarm on the back battery. There was no reported injury to the patient and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient while in transport to another facility, the cardiosave intra-aortic balloon pump (iabp) stopped working and the battery died. It was noted that the iabp console generated an alarm on the back battery. There was no reported injury to the patient and no adverse event was reported.